Manufacturer narrative:
The customer reported complaint was confirmed during the initial functional testing. The lcd was replaced to remedy the fault. No physical damage was noted during visual inspection. The platform failed the initial functional testing due to the blank screen when powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The grip strip was replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) display screen was noted to be blank. No patient was involved.